Event description:
Literature was reviewed regarding ¿modified treatment in cerebral ischemia 1 versus modified treatment in cerebral ischemia 0 before endovascular stroke treatment in middle cerebral artery¿s m1-occlusion: predictor for revascularization success and outcome?¿ the study objective was to compare revascularization success, complication rate, underlying atherosclerotic disease, and clinical outcome between mtici 1 and mtici 0 occlusions before endovascular stroke treatment in m1-segment mca occlusion. The time frame of this study was january 2015 until may 2020, with clinical outcomes assessed at discharge and 90 days after stroke onset. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: solitaire x stent-retriever and rebar 18 microcatheter. There were 581 patients included in the study (422 in the mtici 0 group and 159 in the mtici 1 group), but it was not clarified how many patients were treated with medtronic devices. No explicit mortality count or death statement was reported in the article. Among patient adverse events included:      ¿ vessel perforation: 10 cases in mtici 0 and 1 case in mtici 1      ¿ vessel dissection: 6 cases in mtici 0 and 0 cases in mtici 1      ¿ embolus to new territory: 4 cases in mtici 0 and 4 cases in mtici      ¿ vasospasms: 8 cases in mtici 0 and 4 cases in mtici 1      ¿ intracranial hemorrhage in control CT after est: 144 cases in mtici 0 and 47 cases in mtici 1 no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-sfr (unknown); implant date: n/a; explant date: n/a .citation: esser, j., weyland, c. S., potreck, a., neuberger, u., breckwoldt, m. O., chen, m., schönenberger, s., bendszus, m., <(>&<)> möhlenbruch, m. A.. Modified treatment in cerebral ischemia 1 versus modified treatment in cerebral ischemia 0 before endovascular stroke treatment in middle cerebral artery¿s m1-occlusion: predictor for revasculariza.... Interventional neuroradiology¿: journal of peritherapeuti... 31(2):195-200 2025. Doi:10.1177/15910199231155297 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.